Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms and a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture as well as oversensing of noise and the delivery of inappropriate anti-tachycardia pacing and shocks was also observed. An x-ray taken showed the rv lead had fractured near the clavicle. It was reported that the patient previously had an old right atrial (ra) lead and rv lead which were fractured in the area as well. The old ra and rv leads were abandoned. A new revision procedure was performed and the most recently used rv lead was also abandoned and replaced. No additional adverse patient effects were reported.